Manufacturer narrative:
This report was initially submitted following notification from a customer in france regarding bad coloration issues when testing strains with the previcolor® gram instrument v2 (ref.(B)(4)¿ serial number: (B)(6). The customer first noticed the issue after obtaining incorrect identification results using their vitek® 2 instrument. The customer stated the incorrect identification results were due to incorrect gram stain results. The customer then performed a gram stain using their previcolor® gram instrument v2 and a gram negative bioball® escherichia coli strain. The gram stain result was purple in color indicative of a gram positive result. A biomérieux internal investigation has been completed with the following results: there is no CAPA, no non conformity on previ color linked with customer 's complaint. Instrument return and repair: the previ color v2 instrument was returned for investigation and repair. No issues were observed when the instrument was received. As a preventative action, the valve distribution board of the reagents, all the nozzles and all the inserts were replaced. After replacement, volume tests and task tests conformed to specifications. The instrument functioned as expected. Suspected root cause : unknown as the issue was not observed when the instrument was received. The defective spare part causing the staining issue was not identified.see

Event description:
A customer from (B)(6) notified biomérieux of bad coloration issues when testing strains with the previcolor® gram instrument v2 (ref. 414292 ¿ serial number: (B)(4)). The customer first noticed the issue after obtaining incorrect identification results using their vitek® 2 instrument. The customer stated the incorrect identification results were due to incorrect gram stain results. The customer then performed a gram stain using their previcolor® gram instrument v2 and a gram negative bioball® escherichia coli strain. The gram stain result was purple in color indicative of a gram positive result. Biomerieux customer service requested information regarding impacted patient results but has not received a response. There is no indication or report from the laboratory that the discrepant results led to any adverse event related to any patient's state of health. Biomérieux will initiate an internal investigation.